Event description:
(B)(4). Event occurred in the united states. It was reported that the infusion set tubing came off from the end of the cannula. Reportedly, the cannula stayed in his body, but the tubing got disconnected. The patient was with the doctor for the visit, when he saw that the tubing came off and his blood glucose level was 580 mg/dl. He self- treated himself with pump and bolus and the blood glucose levels lowered. Upon investigation, it was found that the tubing was detached from the tubing connector. No further information available.